Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2026. The site of detachment was tubing connector. The infusion set was in use for two days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.